Event description:
Boston scientific received information that during a routine device change out procedure this chronic left ventricular (lv) lead exhibited high out of range shock impedance measurements. Additionally, an increase in pacing threshold measurements were observed. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.